Event description:
It was reported that cadd solis mdl pump inaccurate delivery of medication. No patient injury reported.

Manufacturer narrative:
B5: additional information received, by smiths medical/ICU on 13-may-2022 via email. And attached to complaint object. No patient involvement.

Manufacturer narrative:
Other, other text: d5: unknown e4: unknown h6: updated h10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The tamper seal was missing. The event log showed no evidence of the reported problem. Upon function testing, the reported problem could not be duplicated. The root cause of the reported problem is unknown. Preventative maintenance was performed as a precaution. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed., corrected data: d4